Manufacturer narrative:
Updated, b3 - date of event, corrected: d3 - manufacturing plant address 1, city and zip code updated: health effect - impact code. H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. Review of the event history log confirmed the customer reported issue. As a preventive measure, the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was further reported that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
E1 phone: ext. (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device randomly switches off. There was unknown patient involvement.